Event description:
A 58-year-old female patient with a complex medical history (described in b7) had been experiencing shortness of breath for 2 weeks. A computerized tomography (CT) scan revealed pulmonary embolism (pe) and the clot age was estimated at 2 weeks. A thrombectomy was performed with the inari flowtriever system to address the pe. After wire positioning was obtained, two aspirations were performed with the triever24 (t24) catheter which yielded very chronic and substantial clot. The physician then attempted to re-wire to the left side with the amplatz guidewire, but needed to use a j wire and penumbra 5f 130 catheter. When the t24 was unable to advance past the main pulmonary artery, the triever16 (t16) curve was used through the t24. The t16 was pointed down at the super segment branch level and there was no wire visualization through the t16 catheter. The guidewire was pulled back and the amplatz guidewire was advanced. However, the t16 curve was curved in an unexpected manner and the physician suspected that the t16 may have been positioned in the heart. The t24 and t16 catheters were pulled back (together) into the main pulmonary artery. Imaging was performed in which contrast did not fill the lungs indicating a perforation. The patient subsequently arrested, and a code was initiated and all devices were removed from the patient. Chest compressions were administered and a pulse was regained. The patient was intubated and a pericardiocentesis was performed to address pericardial tamponade. The patient was transferred to the ICU where they were weaned off vasopressors 3 days later. At last report the patient was sedated and intubated with stable vital signs.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was the result of inadvertent cardiac perforation. Cardiac perforation, cardiac tamponade, vessel dissection/perforation, cardiac injury, cardiogenic shock, and clinical deterioration are listed in the device labeling as potential complications / adverse events. This report is being filed for the t24 device. Refer to MFR report # 3020347218-2023-00015 for the report on the t16 curve device. Manufacturer reference #: (B)(4).